Manufacturer narrative:
(B)(4). Date sent: 11/5/2024. Additional information was requested, and the following was obtained: was the firing sequence started but not completed? If yes: no, started and completed did the device deliver any staples? Yes. If yes, were the staples formed properly? Yes. If yes, was the staple line complete? No only 50 %. Did the device cut? Yes but only 50 % of the part. If yes, was the cut line complete? No only 50 % of the line. If yes, was there any issue with the cut line? Yes only 50 % completed. Was there any difficulty opening the device jaws? No.

Manufacturer narrative:
(B)(4). Date sent: 1/14/2025. The device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4). Date sent 1/29/2025. D4 batch # 921c52. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pve35a device was returned with no apparent damage and with a reload loaded on the device. The reload was received partially fired 1/10. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. It is possible that while loading the reload, the reload was pushed farther back than the reload alignment slot resulting in the knife pushing the one-piece sled forward and locking the reload. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 921c52, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 10/24/2024 d4: batch # unk b3: event day and month unknown. Captured as 1/1/24 attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the firing sequence started but not completed? If yes: did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line? Was there any difficulty opening the device jaws? A manufacturing record evaluation was performed for the finished device pve35a lot number c9dx4a and no non-conformances were identified attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the echelon stopped while working. No patient consequences reported. No further information is available.